Manufacturer narrative:
Additional information h6: evaluation codes were added. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This occurred during cycle one of peritoneal dialysis. It was stated that the cassette was leaking from the tubing directly below the connecting port. The patient stated that solution may have sprayed on him when the leak was observed, and he was scheduled to see the peritoneal dialysis nurse. There was no report of patient injury associated with this event. No additional information is available.